Manufacturer narrative:
The tech isolated the issue to the solenoid valve not functioning. He replaced the solenoid valve to repair the bed.

Event description:
Information received indicates the head up function is not working.